Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 16 atmospheres for 12 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.